Event description:
Major pump unit(s) involved: external control system failureadditional text: system controller heartmate iispecific component(s) involved: external controller malfunctionadditional text: controller battery cell required replacement within 3 months of implantother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of other component, specifyother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.